Event description:
It was reported that during a sleeve gastrectomy procedure, while introducing the device with seam guard into the trocar the seam guard started to tear. The device was removed and new seam guard was placed on the device and re-introduced into the trocar. The seam guard tore again. The device was removed and another same like device was pulled. The procedure was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Sleeve the analysis results found that the b12lt device was received with the tip of the sleeve melted. The obturator was not returned for analysis. The instrument was inspected and upon evaluation it was attempted to insert a 12 mm test obturator through the sleeve but due to the condition of the melted tip, the obturator could not be fully inserted. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure.